Manufacturer narrative:
Radiograph review shows two-level interbody implants, l3-l4 and l4-l5, with posterior pedicle instrumentation at l3-l4. Patient has developed grade 1 spondylolisthesis with anterior disc height loss at l4-l5. The status of fusion is unknown. The implants remain in-situ and no further investigation can be completed at this time. The root cause of this reported event is unknown but is possibly related to the patient's bone quality. No patient injury was reported. Labeling review: "contraindications include but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted. 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome". "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra . . . ". Devices remain in-situ.

Event description:
On (B)(6) 2016 a (B)(6) female patient with bone metastases underwent a tlif procedure.. Two coroent lo cages were placed in l3/4 and l4/5. Soon after surgery, the patient was bending forward on a walker; l5 screws loosened and the implant slippage occurred. On (B)(6) 2017 damage in the middle section of the vertebral body endplate was reported. No patient injury has been reported.